Manufacturer narrative:
The product reported in this event is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. The device was not returned to the manufacturer for analysis. Therefor, the alleged product issue could not be confirm. If the device or additional information is received, microvention inc will issue a supplemental report.

Event description:
It was reported that after priming, a traxcess guidewire was attempted to be inserted into the wire lumen of a balloon catheter when high resistance was felt and the guidewire could not be inserted into the wire lumen. When the balloon catheter was visually inspected, flakes of coating peeling were observed at the base of the catheter hub. The devices were not used and a different set was used to successfully complete the procedure. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 (summary device evaluation). Summary device evaluation: evaluation of the affected traxcess revealed no abnormalities in physical appearance or dimensions. Based on the condition of the affected samples and the result of introducibility testing, it is most likely that the kink in the scepter resulted in significant resistance at the time of insertion, but the exact cause is unable to be determined.